Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by customer's mother that she had two faulty sensors. One sensor had no electrodes and the other sensor got stuck in serter. Agreed to send two replacement sensors. Customer's blood glucose was unknown.